Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.

Event description:
Caller states that a patient reportedly received the following results on an active meter, compared to lab results, within 10 minutes: 10.5 mmol/l (meter) and 5.5 mmol/l (lab). No adverse event was reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.